Manufacturer narrative:
The investigation for the reported low pump flow issue has been completed. The impella device was received from the customer and an investigation regarding the returned device has been completed. The evaluation of the device noted that the pump was inspected. Biomaterial was found in the cannula and adhered to the impeller. The pump was run at p1. Switched the pump to p2 and suction alarms occurred after 1 minute of running. After running the pump, the biomaterial was still adhered on the impeller. The suction issue described in the case was able to be reproduced successfully. The root cause of the low pump flow was determined to be biomaterial. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted with high-risk percutaneous intervention was implanted with an impella cp device for mechanical circulatory support. The impella was primed, inserted, aspirated, flushed sheath, and initiated with suction. In response to the event, p-level was decreased, and the device was repositioned, but device continued to have suction above p1. Impella was turned off, explanted and replaced with a new impella cp pump. No patient harm was reported.